Manufacturer narrative:
The insulin pump was received with cracked reservoir tube. No button response due to corroded keypad traces. Moisture damage found on the electronics and motor but no blank display was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that insulin pump stopped working. The customer did not have the details and troubleshooting could not be done as the customer was not present. The customer called back later and stated that he was riding a jet sky and fell into the water with the insulin pump and the buttons became unresponsive. Customer confirmed the device has no cracks but there is fluid under the lcd display. Customer's blood glucose value at the time of the call was 267 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.